Event description:
The customer and their spouse were having intercourse, they noticed that the condom was gone and they assumed that it was inside their spouse vagina. For this reason, they had to see a physician.